Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full drawer 2 not detected on bus. A field service engineer (fse) inspected the back panel and noticed that the data light was not on the module board. The fse powered off the station, opened the back panel of the drawer, and found that the retractor band was broken, and the clip was disconnected. The fse replaced the retractor band to fix the issue, then used the hardware test application (hta) to complete the final test. The customer successfully tested the drawer afterward. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 2 was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.